Event description:
It was reported that the right ventricular lead exhibited noise. The patient was in stable condition. On (B)(6) 2018 the lead was explanted and replaced. No additional information was reported.

Manufacturer narrative:
Final analysis found that a partial lead was returned in three pieces. Visual analysis fund no anomalies aside from damage consistent with that occurring at the time of the surgical procedure.